Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. However, the unit was received with no vibration during the self test due to a broken vibrator motor wire (black). The following physical damage was noted: cracked casing at a display window corner, minor scratches on the lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The customer had also recently installed a new battery. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.